Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4) stopped compression. The lifeband is in good position when used. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported complaint that the autopulse platform (serial # (B)(6)) stopped compression was not confirmed based on the review of the archive data and during functional testing. The autopulse platform was tested extensively but not fault or error. During visual inspection, no physical damage was observed on the autopulse platform. The archive data review indicated multiple ua45 error messages around the customer's reported event date, unrelated to the reported complaint. Also in the archive, a fault code 16 occurred unrelated to the reported complaint. However, the reported fault code16 error message could not be replicated during functional testing, and the probable cause could not be determined. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, unrelated to the customer's reported complaint. The root cause of the ua45 advisory message was due to the driveshaft not being at the "home" position, likely attributed to user error. The driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. User advisory (ua) 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear the user advisory 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.